Manufacturer narrative:
This product is manufactured in (B)(6) but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon inserted a 12.1mm vicmo12.1 implantable collamer lens, -06.00 diopter, in the patient's left eye on (B)(6) 2014. The lens was explanted on (B)(6) 2015 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
(B)(6). Device evaluation: product evaluation found that the lens was returned dry in the lens container. Visual inspection found haptic torn/broken/bent/deformed and there was foreign material on lens surface specified as dried, discolored material. (B)(4).